Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4), alleging the patient's onetouch verio iq meter read inaccurately high compared to a laboratory result. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 15x daily and manages his diabetes with novorapid insulin through pump therapy. The alleged issue began on (B)(6) 2012 at 7am. It was reported the patient obtained a blood glucose result between "12-14 mmol/l" with the subject meter and "3.8 mmol/l" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfss criteria for accuracy. Prior to the alleged issue, the reporter claims the patient felt symptoms of pale and shaky. The patient also obtained a blood glucose result of "3.4 mmol/l" with another device. The reporter gave the patient juice as treatment and the patient felt better about 10-15 minutes later. At 5am that same morning, prior to the patient's reported symptoms, the patient obtained a blood glucose results of "6.8 mmol/l" with the subject meter. The reporter denied the patient made changes to his usual diabetes management routine at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient received inappropriate treatment due to the alleged issue. Prior to the onset of the patient's reported symptoms, the reporter denied the patient made changes to his usual diabetes management routine. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the alleged complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.